Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD), right ventricular (rv) defibrillation lead, and sub-q array lead reported hearing beeping tones coming from the device every six hours. The beeping tones were also identified during magnet application by the patient. A data disk was sent into a boston scientific engineer for review. After review, the engineer's analysis confirmed low shocking impedance values of less than 20 ohms. The reason for the beeping tones was likely due to a shorted lead condition which could lead to internal circuitry damage to the device and thus prevent the device from effectively delivering shock therapy. No adverse patient effects reported. The rv lead and device remain implanted.

Manufacturer narrative:
The sq array was repaired and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Approximately 5 months later, the decision was made to remove and replace the device due to the many shocking vectors that could be the cause for the low shock imdedance. With a new device it was felt there would be the possibility to reprogram the shock vector and to have a higher shock impedance. The device was removed and replaced and a horizontal sq configuration was selected as this made for a better shocking field over the heart (the proximal coil was a little outside of the heart) and the fact that during preparation of the electrodes, the insulation of the proximal shock coil was damaged and repaired with a lead repair kit. The procedure was successfuly completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The rv lead and device remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an ameded report submited should further information be provided.

Event description:
Further investigation of this product issue revealed that during the device testing with the patient in (B)(6) 2011, electrogram analysis was performed while the patient was performing a palm press and movements with shoulders and arms; noise was present during the movements on the shock channel only, the right ventricular pace/sense channel was free of noise. A chest x-ray was performed to evaluate the lead coil position and lead condition. The x-ray revealed that one of the three fingers of the sq array was damaged which was suspected to be cause for the low shock impedance. As the damage of the sq array was located on the metallic portion of the finger, it did not affect the sq array function. A revision procedure was performed and a new device was implanted with the possibility to reprogram the shock vector and to have a higher shock impedance. A horizontal sq configuration was selected as this made for a better shocking field over the heart. The damage to the sq array was repaired with a lead repair kit. No damage to the right ventricular defibrillation lead was confirmed and the lead remained implanted. The procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The rv lead was repaired and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an ameded report submited should further information be provided.